Manufacturer narrative:
Follow-up # 1 ¿ (07/17/2013).the patient¿s meter has been returned and evaluated by lifescan product analysis on 7/8/2013 and 7/10/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up #2 - (07/17/2013) - additional information. A DHR (device history record) was completed on 07/08/2013 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient¿s onetouch ultra2 meter was reading inaccurately low. The complaint was classified based on the customer care advocate¿s (cca) documentation. The reporter claimed the alleged issue began on an unknown date/time. She reportedly tested on the subject meter and observed a low value of ¿40mg/dl¿ as compared to another unknown meter¿s result performed within 30 minutes. The patient/reporter could not recall the value observed on the other meter. The patient manages her diabetes with unknown type/dose of oral medications and reportedly exercised in response to the alleged issue on an unknown date. On an unspecified date/time after the alleged issue occurred, the patient reportedly developed symptoms of ¿dizziness, weakness, nausea and urination.¿ the reporter claimed that emergency medical services were called (date/time unknown) and although a blood glucose test was performed the reporter/patient could not recall the value. The patient was reportedly treated with oral medication (unknown dose/type). At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the samples were obtained from the same approved sample site. The meter was found to be set to the incorrect calibration code. Replacement products have been sent to the patient and subject products are pending return for investigation. This complaint is being reported because the patient reportedly obtained inaccurate low readings on the subject meter and developed symptoms suggestive of hyperglycemia after the alleged meter issue began.